Event description:
On (B)(6)2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ok keypad button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2014 with the following findings: the keypad was found to be intact; no damage was observed. The complaint of the ok button¿s intermittent response was not duplicated during testing. All of the keypad buttons responded properly. The keypad was removed and contamination was found under the up arrow, down arrow, and contrast button contacts. During evaluation, a crack was observed along the battery compartment extending from the threads to the case seal. Evaluation also revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.